Event description:
It was reported that sp set had a broken spike. The following information was provided by the initial reporter: "this is a report about a broken spike of the spike set (515505-zat). When attempting to insert the spike into an infusion bag, the hcp found that the spike needle was broken. The actual sample and unused product from the same lot will be sent for investigation."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/28/2020. H.6. Investigation: when the actual product received was checked, the tip of the bottle needle was broken. This product was 100% visually inspected at the time of component molding and immediately before individual packaging. No abnormality was found in the inspection record in our manufacturing process, and the cause of the breakage before use was not identified because it was the first request. From the condition of the tip, it was presumed that this event was caused by a mistake that could not be eliminated in the inspection process because the tip of the bottle needle came into contact with some hard object and was damaged before the cap was attached.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sp set had a broken spike. The following information was provided by the initial reporter: "this is a report about a broken spike of the spike set (515505-zat). When attempting to insert the spike into an infusion bag, the hcp found that the spike needle was broken. The actual sample and unused product from the same lot will be sent for investigation."